Event description:
It was reported that a cartridge alarm 30 occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Cts assisted in loading a new cartridge correctly, and the caller successfully resumed insulin therapy, resolving the issue.